Manufacturer narrative:
The date of event is unknown. The patient reports is was "about a year ago". The date received by the manufacturer is used. Medical device manufacturer; manufacturing location: the manufacturing site is unknown as the catalog number is unknown. Bd headquarters in (B)(4) is used. Medical device type: the device used in this incident is unknown. UDI#: the UDI number is unknown as the catalog number is unknown. The medical device expiration date is unknown as the lot number is unknown. The customer did not leave any contact information. As no address is known, nj is used in this field as this is location where the call was received. PMA / 510(k)#: the 510(k) number is unknown as the catalog number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
The customer reported that while she was using longer bd needles, she had two infections which abscessed and had to have surgery about a year ago. The customer also had a chest x-ray, CT scan, and tetanus although the relation to the infection is unknown. During inquiry, the customer also reported going to the ed via ambulance for low glucose levels but it is unknown when this incident occurred or if it was related to the suspect device and previous concerns of infection. No additional information is available as the customer declined to provide contact information.